Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. The reported event of a hardware error was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.